Manufacturer narrative:
The reported complaint was confirmed during the functional testing of the returned quattro catheter (lot 206520). A leak was observed from the proximal end of the proximal balloon. The probable root cause of the reported complaint was a latent material defect. During functional testing, all infusion ports and lumens were flushed without resistance. Upon flushing the in/out lumens, a leak was observed from the proximal end of the proximal balloon. Further inspection of the catheter under the microscope revealed a circumferential tear in the balloon, located at the proximal end of proximal balloon, confirming the reported complaint. Pressurized functional testing could not be performed due to the leak discovered during the in/out lumen test. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there were no similar complaints reported for the quattro catheter with lot number 206520.

Event description:
Approximately 90 minutes after initiating ivtm therapy with a quattro catheter (lot # 206520), a reduction in the volume of saline within the 500ml bag was observed. The customer performed the catheter leak check per the IFU. This prompted a suspicion of a compromised balloon on the catheter. The quattro catheter was removed, and temperature management therapy was subsequently continued using a surface cooling device. No patient injuries were reported.